Event description:
On (B)(6) 2012, the patient contacted animas alleging that the pump would not power on. The patient reported that she had lost the pump, and when it was found she inserted a new battery and the pump would not power on. The patient stated that she had not been on the pump 'for years,' and that the old battery was still in the pump when it was found. This complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.